Event description:
Consumer picked up one of the deep cleaning toothbrushes. Upon first use some of the inner orange bristles fell out while brushing their teeth. Consumer stated it was quite a shock feeling like they got a throat full of fish bones.